Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02218. It was reported that the patient experienced pain and uncomfortable stimulation after a fall. Surgical intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was established. Patient's ipg was also explanted and replaced (see manufacturer report number 1627487-2019-07120).